Manufacturer narrative:
(B)(4). Pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's son reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was over 600mg/dl at the time of the incident. The customer's son also stated that there was no significant event leading to the keypad issues. The customer's son stated that the time on the clock advanced when monitored for one minute. The customer's son was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's son mentioned that the customer was take to the hospital. They stated that the customer was unresponsive and was in diabetic ketoacidosis. An ambulance was called and the insulin pump was taken off and the customer was given insulin drip. The customer was admitted with a blood glucose level of over 600mg/dl but the son could not provide the date and time of hospitalization. The customer's son stated that the customer was also checked for ketones, treated for dehydration and the blood glucose level was checked every hour. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.